Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing pace impedance measurements, including out of range measurements. The pace threshold measurements were also noted to have increased. During routine device change out, this lead was surgically abandoned and replaced. No adverse patient effects were reported.